Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during a procedure to treat cholelithiasis performed on (B)(6), 2010. According to the complainant, with the guide wire in place, the doctor placed the sphincterotome through the guidewire. Once the tip of the tome arrived at the papilla and after a few attempts to enter the papilla, the doctor turned on electric current and instantly the sphincterotome cutting wire was broken. No portion of the wire fell into the patient. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during a procedure to treat cholelithiasis performed on (B)(6), 2010. According to the complainant, with the guide wire in place, the doctor placed the sphincterotome through the guidewire. Once the tip of the tome arrived at the papilla and after a few attempts to enter the papilla, the doctor turned on electric current and instantly the sphincterotome cutting wire was broken. No portion of the wire fell into the patient. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the exposed cut wire was broken. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole. The other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. During analysis, the retracted cutting wire was pushed out of the extrusion through the proximal pierce hole. The broken ends of the cutting wire appeared burnt/blackened. The od of the exposed cut wire measured and meets the specification. The condition of the returned unit was consistent with the complaint incident that the cut wire was broken. The broken sections of the cut wire remained attached to the device. During manufacturing, tome devices are 100% inspected for cut wire integrity so the wire likely snapped due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.